Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of samples with the simplexa covid-19 direct assay. As of 11/5/2021, no simplexa run files have been provided for analysis. The customer communicated that environmental wipe tests were coming up positive even after decontamination. The customer stated they were seeing s gene detection with cts resulting as early as 14.4 and 15.1 with an internal control CT = 16.9. This information indicates some level of contamination at the customer site that is contributing to the false positive events. A dsm fas got involved to help troubleshoot the customer's lab practices and decontamination process. A follow up response frhe fas is pending as of 11/5/2021 batch record review showed the critical component, reaction mix mol4151, lot# us12515, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 10/22/2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive samples, it is not possible to determine a definitive root cause at this time. Thi is the 1st complaint on mol4150 lot# us12487 for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on an unknown number of samples with the simplexa covid-19 direct assay. Although the positive results were reported to a clinician, the customer confirmed the diagnosis and treatment was not impacted by the false result. No alleged harm occurred. Patient health information and sample collection method was not provided.